Event description:
Health care provider reported the intraocular lens (iol) might have caused a tear in the eye. There was patient contact with the product. Through follow-up the customer stated it is likely that the capsule tore. They confirmed that the iol was inserted but then removed and replaced within the same procedure. The replacement lens is another johnson & johnson iol of a different model and diopter (model za9003, 15.0 diopter). It was noted that sutures were required. Removed lens was discarded. No further information was provided.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown/no information. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter first name: information unknown/not provided. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device lot history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.